Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no capture and low sensing were observed. Suspected lead dislodgement was noted via fluoroscopy. Lead was capped and replaced.